Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right atrial (ra) lead for increasing thresholds values which resulted in a high threshold value. It was also reported that the impedance had decreased however impedance is still in the normal range. The lead remains in use. No patient complications have been reported as a result of this event.